Event description:
An impella 5.5 device was inserted via the right axillary artery in a 63-year-old female patient presenting with cardiomyopathy and a medical history significant for renal insufficiency. The patient was in cardiogenic shock, scai stage, and was taken for escalation of mechanical circulatory support from an impella cp to an impella 5.5. The surgeon successfully obtained axillary access and advanced the impella 5.5 into the left ventricle without difficulty. The impella cp was withdrawn from the left ventricle immediately prior to placement of the impella 5.5, and a double-barrel technique was not utilized. When the impella 5.5 was advanced from p-0 to p-1, an "impella stopped" alarm was noted. Troubleshooting and restart measures were attempted without success, and the pump was unable to start. The decision was made to prime and implant another impella 5.5 device. The reported events are pump unable to start, medical device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the event occurred in the setting of scai stage e shock, where the patient had limited physiologic reserve and was undergoing high-risk escalation of support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.